Manufacturer narrative:
The change is as follows: the new information was evaluated and this complaint no longer meets our reporting criteria. H3 other text : see h.10.

Event description:
It was reported that a defective needle was found before use with a syringe 3ml ll 23ga 1in. The following information was provided by the initial reporter, "client reports that 3ml syringe needle defects continue to occur." 7 occurrences were reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective needle was found before use with a syringe 3ml ll 23ga 1in. The following information was provided by the initial reporter, "client reports that 3ml syringe needle defects continue to occur." 7 occurrences were reported.